Manufacturer narrative:
D5,6; h4: information not available, device not returned fof analysis.

Event description:
It was reported the devices were used during a laparoscopic oophorectomy procedure. It was reported there were inconsistent staple lines with staples missing. The endocutter stapling device was unk, but three reloads are being returned. There were no consequences to the pt.